Event description:
It is reported that the pt was revised due to pain and wear.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. Although not proven, the 25 years of use indicates the devices was most likely worn causing the groin pain. However, a definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.